Event description:
It was reported "a pa for our cardiothoracic surgery team just placed it. It broke or spliced as the pa said when she attempted to advance it. I believe this is the same issue that's been occurring." Associated MDR numbers include: 9680794-2025-00728.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.